Event description:
It was reported that the left ventricular lead had high threshold. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4)implantable cardioverter defibrillator, 2010 (B)(6); 6949 implantable defibrillation lead, 2006 (B)(6). (B)(4).